Event description:
It was reported that the device initially failed to power off. The device was then reported to fail to power on. The biomedical technician noted there was an odor of smoke when the device was opened and there were several charred components on the system pcb. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.